Manufacturer narrative:
Follow-up #1 date of submission 03/11/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/21/2014 with the following findings:no damage was observed to the pump keypad cover. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging that all of the buttons were hard to activate. There is no reported adverse event with this complaint. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.